Event description:
A customer reported multiple intermittent occlusion alarms. Although the occlusion alarms were not active at the start of troubleshooting, ongoing issues necessitated the replacement of the pump. Blood glucose levels remained normal throughout the incidents. Technical support approved a replacement pump and instructed the customer on using multiple daily injections as an alternate therapy until the new pump arrived.